Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced vision distortion and colors are less clear. The patient had experienced double vision and flickers. Additional information has been received stating the patient also had experienced double vision, halos around light indoor and at night, out door halos worse than prior to surgery. Sparkle light fragment in the lower eye vision and diminished vision at mid-range along with reduced crispiness of vision at all vision distances and long-range sight along with faded colors. It was further reported that the nerve of the right eyelid was damaged. In the peripheral right side of the vision a vertical bar of black was reported along with striations at lights.